Event description:
It was reported to vyaire medical that the vela ventilator was having a screen delaminating issue and that the touch screen was unresponsive. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). 81 other ¿ the suspect device will not be returned for further evaluation. Therefore, root cause was not determined. However, an order will be placed and shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.